Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization for hypertensive crisis, respiratory failure, pneumonia, and mild fluid volume overload. There is a likely causal relationship between the patient not able to complete treatment and the patient¿s subsequent hospitalization and the reported events. It cannot be determined what exactly led to the patient not being able to complete pd treatment on the liberty cycler. The pd nurse reported the patient could not get the cycler to work, but there is no allegation of a machine malfunction or deficiency, and the cycler was not returned for further investigation. It is unknown if the patient was having a user issue. Additionally, it is unknown if the patient had any comorbidities that could have caused or contributed to the event. However, the patient¿s age and kidney disease are likely contributing risk factors. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted customer support in drain 1 of pd treatment requesting assistance with connecting to the liberty cycler. At the time of the call, there was no reported liberty cycler malfunction or product deficiency. The patient declined to reset-up with new supplies and was referred to their nurse for further dialysis management. Information obtained through follow-up revealed that the patient was not able to get the liberty cycler to work (unknown reason) and did not complete treatment. Subsequently, the patient experienced shortness of breath and decreased mobility and was admitted into the hospital. Per the nurse, the patient required medical management in the intensive care unit (ICU) with diagnosis of hypertensive crisis (unknown blood pressure), respiratory failure, pneumonia and mild fluid volume overload. Further details, including the patient¿s hospital course and treatment are unknown as the hospital discharge summary was not available. The nurse reported the patient was discharged to rehabilitation facility 14 days later. The patient reportedly continues pd therapy without further issue.